Event description:
The lay user / patient contacted lifescan (lfs) on november 15, 2006 alleging that she was unable to test since november 6, 2006 due to a damaged lancing device. The patient alleges she passed out due to not being able to test her blood glucose. A medical affaris specialist (mas) spoke to the patient and obtained the following information: the patient has been unable to test her blood glucose due to a damaged lancing device. She contacted lfs on 11/5/06 alleging that the treads on the lancing device were stripped/ damaged. Customer service sent the patient a replacement penlet/ lancing device to a po box address and not a physical address; so, the patient had not received the replacement penlet. The last reading the patient obtained on the meter was 155 mg/dl on 11/5/06 at 9:45 pm. On 11/4/06 the patient obtained a 196 mg/dl at 8:35 pm and on the 3rd the patient obtained a 147 mg/dl at 7:35 pm. The patient had been taking her daily oral medications. On event day, the patient ate a late dinner, which was a sandwich around 8:00 pm and felt fine all day. Around 9:30 pm, the patient went to bed and at 9:48 pm she started to shake, sweat and passed out. Her husband tried to wake her up and was unsuccessful. He contacted ems and got a cold rag and wiped the patient's face and she regained consciousness. He did not attempt to test her blood glucose due to the broken penlet. Patient lives five minutes away from the hospital. Paramedics arrived and took the patient to the ER. The patient did not receive any treatment by the paramedics and her blood glucose was also not taken. The patient's initial reading in the ER was 195 mg/dl. The patient was treated with 4-6 units of insulin. Type of insulin is unknown. The patient was released from the hospital two days later and her blood glucose prior to leaving the ER was 135 mg/dl. The patient was not told a diagnosis; however, was advised to test more frequently. Her diabetes regimen was not changed after the incident. Customer service sent the patient two replacement penlets fed ex to a physical address. The complaint is being reported because the patient was unable to test her blood glucose for several days due to lancet problem and passing out.